Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) system experienced intermittent communication failure, with signal loss and the cgm not paired to the device; the agent guided the user to toggle the cgm setting and restart the sensor, and the affected component was associated with the antenna within the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the receiving device consistent with intermittent communication failure, associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.